Manufacturer narrative:
(B)(4) date sent: 5/28/2026 d4 batch #: unknown. Additional information was requested and the following was obtained: how was the blood vessel sealed? Harmonic scalpel was used to seal vessel did the patient suffer any adverse consequences? Yes, two patients had to be returned to the or due the blood vessel not being sealed. Was there bleeding involved? Yes how was the bleeding controlled? Patients were returned to or to seal the blood vessels. Did the patient require a blood transfusion? No. Did the procedure need to be converted to open? No. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: for each patient who had to be returned to the or: can more details of the events be provided for each patient who had to be returned to the or? What settings on the generator were used in each of the procedure? What was the exact product code of harmonic scalpel (and handpiece if applicable) used in each procedure? What is each patient's current status? Investigation summary per service manual operational and diagnostic analysis did not confirm the reported tissue effect issues. Additionally, the flex cable assembly main board to lcd was reseated. This repair was unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device failed to seal the vessel. No other information provided.